Manufacturer narrative:
Correction: h6 (eval code conclusion: fdc/annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week after an atrioventricular (av) node ablation and implant of a right atrial (ra) lead, left ventricular (lv) lead, and his lead, the patient presented to the emergency department due to shortness of breath with minimal exertion and pleuritic chest pain that started two days after implant. It was noted that the patient developed pericarditis and it was noted that the chest pain seemed more pleuritic in nature. The patient was hospitalized and treated with medication. The leads remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.